Event description:
Reporter alleged blood glucose measured 471 mg/dl back to back with a result of 136 mg/dl on the hosp meter performed within 3 minutes of each other. It was reported no info could be provided on the meter results, type or amount of insulin taken, and any other details surrounding the incident where customer went to the hosp. No treatment was reportedly received based on the back to back results stated. A request was made for the return of the suspect device and replacement product was sent.